Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a non-tortuous, non-calcified, concentric mid left anterior descending de novo lesion that was 75% stenosed. The 2.50x15mm nc trek balloon dilatation catheter (bdc) was inflated once at 12 atmospheres (atm) for 20 to 30 seconds. The bdc was removed and an unspecified drug eluting stent was placed. The bdc was advanced to the lesion for post-dilatation and it ruptured during the second inflation at 14 atm for 30 seconds. The procedure was completed with no further post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.